Event description:
Caller reported that patient's blood glucose readings were high during the morning. A reading of 234 was received at noon. At 3:00pm, 25 units of insulin were administered. At 3:30, a second reading of 53mg/dl was received. Patient exhibited sluggish behavior and was provided juice. At 3:45 p.m, patient's reading was 61,mg/dl. The patient lost consciousness. A glucose shot was administered and the patient regained consciousness ten to 15 minutes later. A sandwhich was ingested and a blood glucose reading of 154 mg/dl was obtained. Patient reported nausea. Readings over the next three hours were higher than normal.